Event description:
On (B)(4) 2010 a customer contacted (B)(4) laboratories technical support department to report that while wiping the surface underneath the evolis wash manifold, with disinfectant, she cut the back of her hand with one of the aspirate needles. The evolis is a 4-plate self-contained microplate processor system designed for use with multiple eia assays. The customer stated that at the time of the incident she was wearing gloves. The day of the incident the evolis was used to run the following assays: gs (B)(4) plus o eia, gs (B)(4) eia 3.0 and ortho hcv version 3.0 elisa test system. The customer stated that there were no reactive samples for the gs (B)(4) plus o eia and the gs (B)(4) eia 3.0 assays. However, the customer reported that the ortho hcv version 3.0 elisa assay run had 3 reactive patient results. The customer reported the incident to the facilities medical officer. The customer also saw a physician and they are doing baseline testing at 6 weeks, 3 months and 6 months. The customer is not on any prophylactic treatment.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the ats45 device was received in good visual condition and with a white reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties.

Event description:
It was reported that during an unknown procedure, the device would not open after firing. The device was eventually opened without harm to patient. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.